Event description:
The driver tip broke off inside screw shank. It was unable to be retrieved.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.